Manufacturer narrative:
The customer has advised that the explanted pump that he has is not going to be returned to codman. As such it is not possible to evaluate the product and determine the root cause of this complaint. The DHR review for this pump was performed and it was found that this pump meet all testing requirements during the manufacturing processes. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Per phone call from patient received 03oct2016: pump was explanted (B)(6) 2016. Removed due to underdosing.